Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the display screen on the g5 mobile (B)(6) application froze. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of a frozen display screen could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.